Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 4 reference MFR. Reports: (B)(4). It was reported the patient developed a staph infection (cultures confirmed) at both the scs ipg and scs lead sites. The physician chose to explant the scs system as treatment of the infection had not been effective at the time. The patient also received oral antibiotics. As of (B)(6) 2015 the patient was still recovering.